Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (# fx441t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the valve had adjustment difficulties. In addition, as the patient ages, the peritoneal catheter needs to be longer, so the product was replaced on (B)(6) 2025. The complained product will be send to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav 2.0 were determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve is not operating within the acceptable tolerance in the horizontal position. An accelerated outflow could be determined. Adjustment test the progav 2.0 was tested and is not adjustable. Braking force and brake function test the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valve, deposits were found in progav 2.0. Result according to the investigation results, a non-adjustability and an accelerated outflow at the progav 2.0 were detected. The visible deposits led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
According to the complainant, the valve caused an over-drainage and had adjustment difficulties.